Manufacturer narrative:
Device evaluated by MFR.:the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon as would be expected. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user error as this device was removed through the guide catheter and the stent detached from the balloon. (B)(4).

Event description:
It was reported that stent dislodgement occurred. In an unspecified target lesion, a 3.00x38mm promus element¿ plus stent was unable to cross the lesion. The device was removed from the patient to avoid dislodgement of the stent but it was noted that the stent was dislodged in the guiding catheter upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent dislodgement occurred. In an unspecified target lesion, a 3.00x38mm promus element plus stent was unable to cross the lesion. The device was removed from the patient to avoid dislodgement of the stent but it was noted that the stent was dislodged in the guiding catheter upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).